Manufacturer narrative:
Device eval: the device has not been returned for eval. Eval conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during an angiographic procedure, the rotator on the manifold broke while injecting contrast. No harm or injury was reported. The customer reported this occurred twice on the same day but did not provide specific details or clinical info for the add'l event. Therefore, this single form FDA 3500a report will be submitted.